Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-17 h6: investigation summary samples and photos received for investigation. Samples received belong to lot numbers 2012054, 2010037, 2101043, 2010038, 2101074, reference 303172 (1ml syringes). Upon visual inspection of the samples, air bubbles in the bottom of the tip of the syringes were seen in samples from all the lots mentioned above. No foreign matter in syringes from lots 2012054, 2010037, 2010038 and 2101074. A device history review was performed for lot 2101043, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. One syringe with lot number 2101043 shows foreign matter (particle) located in the plunger. After visual inspection the particle found outside the fluid path of the syringe is identified as carton. Based on the quality team's investigation, we are not able to identify a root cause for foreign matter related to our manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the air bubbles likely generated during the molding process. When air enters the molding, bubbles can be produced, as seen in the product reported. Molding parameters were reviewed for the mold the syringes were manufactured in; all limits were verified to be within specification. Injection machines undergo routine cleanings and maintenance according to procedure. This is considered to be a cosmetic defect. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been notified of this incident to increase awareness of this matter. H3 other text : see h10

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringes there was foreign matter on device cannula/needle /syringe or any fluid path component. The air bubbles and foreign matter event was reported to have occurred 300 times each. The following information was provided by the initial reporter. The customer stated: "microbubbles noted to be in multiple syringes over different batches. Bubbles not noticeable until vaccine is drawn into syringe. Updated info on 11-aug-2021 this customer has also claimed ¿one syringe had what appeared to be residue on the shaft of the plunger.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ sterile luer slip 1ml syringes there was foreign matter on device cannula/needle /syringe or any fluid path component. The air bubbles and foreign matter event was reported to have occurred 300 times each. The following information was provided by the initial reporter. The customer stated: "microbubbles noted to be in multiple syringes over different batches. Bubbles not noticeable until vaccine is drawn into syringe. Updated info on (B)(6) 2021 this customer has also claimed ¿one syringe had what appeared to be residue on the shaft of the plunger.¿